Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken corail stem (neck) after 8yrs in situ. During surgey some metallosis was observed around the soft tissues of the proximal hip. ? Trunnionosis patient had a 36mm ceramic head on ceramic liner - pinnacle construct. All implants were removed. Doi: unknown estimated it has been 8 years; dor: (B)(6) 2018; left side.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Investigation summary examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.